Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation due to event queue overflow. The ICD was restored via programming changes. Patient condition was stable.